Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with a patient identifier of (B)(6). It was reported that pericardial effusion (pe) occurred. One week after enrollment, a left atrial appendage (laa) procedure was performed. The patient underwent successful placement of a 27 mm watchman flx device with complete laa seal and deployed device diameter of 23.0 mm. The post procedure echo revealed a pe measuring 3 mm with a left to right atrial septal shunt of >3 mm. The patient was discharged the same day. The next day the patient was started on aspirin 75mg and clopidogrel 75mg.